Event description:
Per response received, this valve model 11400m29 remained implanted. The information in ipr suggesting this valve was explanted was incorrect. Based on the information provided does not reasonably suggest there was a malfunction of the edwards device or that the use or improper use of the device caused or contributed to patient injury or death. Additionally, there was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness or performance of this edwards device. Therefore, this event does not meet the criteria for a complaint as there is no device involved in this case.

Manufacturer narrative:
Corrected information: b5: description. H11: additional manufacturer narrative. Initially, it was reported that this valve was explanted after an implant duration of 9 days for unknown reason. However the physician response suggested this valve was not explanted, and the information is not correct. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received notification that this a model 11400m29 was explanted after an unknown implant duration (however no greater than nine (9) days) for unknown reasons.